Event description:
While servicing the device, an authorized bench technician discovered the label set was damaged. There was no patient involvement. The noted failure was identified during the bench inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the label set would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the label set. The label set was replaced and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.

Event description:
While servicing the device, an authorized bench technician discovered the label set was damaged. There was no patient involvement. The noted failure was identified during the bench inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the label set would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the label set. The label set was replaced and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.